Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl reconstruction surgery while tightening the thread to pull the implant through the canal, it ripped. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.